Event description:
The lay user/patient's mother contacted lifescan alleging the meter displays error 2 message. The issue was not resolved with troubleshooting. There were no known allegations of harm or injury.

Manufacturer narrative:
A 510 (k) # is k082590.